Event description:
It was reported to medtronic neurosurgery that the valve was explanted and found to be occluded.

Manufacturer narrative:
The valve was not patent. This precluded siphon, reflux, pressure-flow, and pre-implantation testing. A dissection of the product identified (B)(4) inside the valve adjustment mechanism. The valve did not meet specs for leak testing due to multiple tears in the top of the reservoir dome. It is unk how or when this damage occurred. The instructions for use that accompany the device note that "shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris." The instructions for use also warn that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records was not possible as no lot number was provided. No injury to the pt was reported. All of our valves are 100% tested at the time of MFR.